Manufacturer narrative:
This event occurred outside the us where the same model is distributed. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694765, implantable tachy lead, implanted: (B)(6) 2010; 5076-58, implantable pacing lead, implanted: (B)(6) 2010; 419 688, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that pocket erosion occurred. The patient was hospitalized. The implantable cardioverter defibrillator (ICD) system remains in service. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.